Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, far p-wave oversensing was observed. Dislodgement due to the migration of the device was observed via chest x-ray. Programming changes were made. A week later, the patient received an inappropriate shock. The hv therapy was disabled. The lead was explanted and replaced. The patient was stable during the post-op check.